Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the manual transmission the remote monitor would not gain telemetry; however, the power light is on. Troubleshooting steps taken were to disconnection the power cord and phone cord from the remote monitor and reset switches. The monitor will not be returned. It was further noted the patient successfully transmitted on the same day as the call to patient services.